Manufacturer narrative:
Reported event: an event regarding inaccuracte resection involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: not performed as the device being inspected is software. Rio serial number not reported. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding inaccurate tibia cut. There were no other reported events for the listed catalog number. Conclusion: the session data from the case was reviewed. An analysis of the burr list data relative to the planned implant position was completed. The geomagic scale shows that the burr-list values are within this +/-1.0mm range. The investigation clearly shows that dr. (B)(6) initial and secondary, planar resection saw cuts, were both within the rio full allowable robotic limits of 0.05mm to 2.05mm. Also, the separate robot verification data shows all of its system verification values were within tolerance; and at this time does not indicate a system defect or malfunction

Event description:
Yesterday in a phone conversation with dr. (B)(6), he mentioned that he had trouble during his uni on (B)(6). He said that he doesn¿t usually probe the bone cut surfaces but wanted to double check this time. So, after he made the bone cuts on the femur and tibia, he probed the tibia surface and saw that it was proud about 1mm (all other cuts were accurate). He then used the saw to take a second pass on the tibia and noticed that he did shave off a little more bone. He said he felt that the saw tends to deflect and skive on sclerotic bone, and this may have happened in this circumstance ¿ he said that the visual showed white after his initial cut, even though he was able to shave off more bone on a second pass. Dr. (B)(6) said that he would not have noticed this if he had not probed the bone, and he only probed the bone as a result of extra precaution based on previous experience with ¿tightness¿. Session file and screenshots uploaded to ¿(B)(6) hospital (B)(6) 2017 dr. (B)(6)¿ in complaints folder.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Yesterday in a phone conversation with dr. (B)(6), he mentioned that he had trouble during his uni on (B)(6). He said that he doesn¿t usually probe the bone cut surfaces but wanted to double check this time. So, after he made the bone cuts on the femur and tibia, he probed the tibia surface and saw that it was proud about 1mm (all other cuts were accurate). He then used the saw to take a second pass on the tibia and noticed that he did shave off a little more bone. He said he felt that the saw tends to deflect and skive on sclerotic bone, and this may have happened in this circumstance ¿ he said that the visual showed white after his initial cut, even though he was able to shave off more bone on a second pass. Dr. (B)(6) said that he would not have noticed this if he had not probed the bone, and he only probed the bone as a result of extra precaution based on previous experience with ¿tightness¿. Session file and screenshots uploaded to ¿holy cross hospital (B)(6) 2017 dr. (B)(6)¿ in complaints folder.